Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was on a boat on the water and the waves splashed on her, which got the insulin pump in her pocket wet. Customer's blood glucose was 300 mg/dl. Customer stated yesterday that there is a constant tone occurring. Customer stated that the pump started beeping late last night. Customer removed the battery and replaced the battery but the pump will not turn back on. Customer declined troubleshooting for her high blood glucose. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.